Manufacturer narrative:
It was stated by the customer that the product had been discarded thus product was not returned for investigation. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, mapping of near his was performed. Then the catheter was moved to the lateral, the catheter on the display bounced. Due to the catheter¿s movement, the width of the ra became 30cm on the display. Also, when the catheter was moved to superior vena cava (svc), the catheter icon moved bigger than real movement and so the length of the ra became larger. The coordinate on the display of carto was deformed. There was no warning message from carto before the shift. At this time, the electrical potentials were displayed normally and only the location information was deformed. Troubleshooting such as rebooting the carto and reentering study mode didn¿t make the situation improve. Because the issue was not resolved, the procedure was finished without using carto. After the procedure, the staff checked the carto by rebooting it. After acquiring points in the mapping area on the location pad, physician performed mapping. The issue was not reproduced at the time. The procedure was completed without patient's consequence. The complaint product(s) will not be returned for analysis. The carto 3 system involved in this event was sent for servicing and the issue was reported by bwi under report # (B)(4) on (B)(4) 2013. On (B)(4), repair record investigation was concluded and it was determined by the biosense quality engineers that the issue was caused by a defective catheter. Based on the repair record conclusion, biosense webster decided to report this issue under the catheter as well changing awareness date to (B)(4) 2013.